Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1223 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that at 22:52 on (B)(6) 2022, the nurse found that the patient's PICC tube was broken and re-inserted the tube.